Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, sensor was not connecting to the insulin pump. The customer's blood glucose was not provided. The customer reported the cannula was missing. The sensor is not retuning for analysis.